Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to progressive degeneration with severe regurgitation and stenosis. The patient also had additional comorbidities including a history of CABG, aortic stenosis, and pulmonary hypertension.

Manufacturer narrative:
Additional manufacturer narrative: there are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that fourteen (14) years, four (4) months post-implantation of this 25mm pericardial aortic valve, a transcatheter valve was deployed (valve-in-valve) due to regurgitation. A 26mm sapien 3 was deployed and there were no reported complications. It was learned the patient was doing very well and was discharged on pod #1.